Manufacturer narrative:
E2 marked in error. The device was returned to olympus for evaluation where service confirmed the customer's complaint and discovered the reportable malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely wear and tear. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device had a defective loop of the electrode and failed to ignite properly during an unspecified procedure. The procedure was completed successfully with another electrode. The device was returned to service where evaluation found the wire at the distal end was broken. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction found at evaluation.